Event description:
It was reported that a user on ilet experienced hyperglycemia with a peak blood glucose of 250 mg/dl and an upward trend shortly after an infusion set change, with no occlusion observed and the cannula appearing straight; the user remained coherent and felt fine, and glucose levels trended down after another site change and routine use, returning toward range later in the day. Symptoms included elevated blood glucose without reported physical distress. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, no use of backup therapy, and a goodwill supply order provided while the user continued education. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and that glucose levels improved after site replacement and routine operation. It was concluded that the event was hyperglycemia with an unclear cause, with resolution through standard troubleshooting and continued pump use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.